Event description:
The customer reported that the insulin pump alarmed motor error during bolus for several days. The blood glucose reading was 130mg/dl. Troubleshooting was performed, and the drive support cap was protruded. The customer mentioned that the device was not exposed to a high magnetic field. Assisted the customer to run the displacement and self test and they passed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, prime excessive no delivery and displacement test. No motor error alarm occurred. However, found moisture damage around home switch. Drive support disk was inspected and no anomaly was noted. No physical damage found on the case.